Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing, combined with some myopotentials on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. The device remains implanted.